Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd administration set triggered an air in line alarm. A considerable amount of air was detected in the line. The pump had been delivering a continuous infusion rate of 22.5 ml per hour, with the reservoir starting at 540 ml and the remaining volume still 540 ml. The patient was not medically harmed; however, the full prescribed dose was not administered. This event occurred while the device was in use with a patient.